Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain and return testing of the two current lots of product (db267a1/db265a) used by customer. D+, weak d+, and d- cells reacted as expected with both the retained and returned vials. Results were satisfactory. Db252a is expired, therefore, testing was not performed.